Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/2/2024, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent a right shoulder arthroscopic bankart repair on (B)(6) 2022. During the procedure, four ar-3636 knotless 1.8 fibertak were used. Two years later, a follow-up imaging revealed metal fragments in the shoulder. A review of the case and products used identified that the retained metal pieces are most likely to be fragments of the fibertak anchors. The patient is not experiencing pain or discomfort, and the anchor appears to be embedded without migration since surgery. It was decided to leave the fragments in the shoulder at this time and continue to monitor.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 12/16/2024: the procedure took place on (B)(6) 2022. One metal fragment is visible on imaging. Sometime in early (B)(6) 2024, the patient went to a different facility and underwent an x-ray that showed the metal fragment. The patient had a follow-up CT scan on (B)(6) 2024. The report revealed a retained metallic suture anterior in the glenoid, likely related to previous surgical intervention without signs of loosening or migration. The patient continues to be asymptomatic.